Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Additionally, calcification was reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 device evaluation: visual analysis of the photographs identified: white calcification. Deformation. White encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, a.6, h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional also reported deformity and pain, captured under capsular contracture. Additional calcification reported. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.